Event description:
It was reported that during a procedure, blood leakage was observed at the "y" part of the graft. It was reported that this was due to pinholes. No injury has been reported and the device remains implanted.

Manufacturer narrative:
Since the device is not available to be returned to us, a technical eval can not be performed. We will, however, continue to monitor and trend this type of event to ensure that there is no compromise to quality. A lot history record review was completed for the reported product lot number. There were no non conformance issue(s) with this production lot. Items marked "ni" are unk to us at this time. (B)(4).